Event description:
Pt was revised to address poly wear of the patella. Wear of the patella caused marring on the femoral component. Osteolysis noted at revision surgery. Doi 1996 or 1997 - dor 2009 (left side).

Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear. Product info required to review the device history records was not provided. The investigation could not draw any conclusions about the polyethylene wear; however, the length of time implanted (12-13 yrs) in combination with the pt reported large physical stature could be contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.